Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the event was not reported. At the time of this report the patient had not recovered from the event. Action taken with pd therapy was not reported. No additional information is available.